Manufacturer narrative:
Product analysis#: (B)(4): equipment used: video inspection system (m-81805), ruler (m-83360), camera (panasonic lumix dmc-zs5) as found condition: the proximal segment of the pipeline flex device was returned for analysis inside a sealed biohazard bag and a shipping box; the pipeline flex braid, the distal broken segment of the pushwire, and the phenom 27 catheter were not returned. Damaged location details: the pushwire appeared separated at the distal hypotube. The distal hypotube was found to be stretched. The pushwire was found kinked at 12.0cm from the proximal end. No other anomalies were found. The broken end of the pushwire was sent out for sem analysis. Testing/analysis: per the sem results, the broken end failed via shear overload. Conclusion: based on the reported information and device analysis, the customer¿s complaint of ¿failure/incomplete open at distal¿ was not confirmed, as the pipeline flex pushwire was returned without the braid. The cause of the failure to open could not be determined. Possible causes include vessel tortuosity, the user deploying the braid in the vessel bend, and damaged braid. However, the customer reported that vessel tortuosity was minimal and the braid was not positioned in the vessel bend, ruling out vessel tortuosity and the user deploying the braid in the vessel bend as potential causes. A damaged braid could not be ruled out as a possible cause. Since the braid was not returned, any contribution of the braid to the failure to open could not be determined. In addition, the pushwire was found broken at the distal hypotube. The broken end failed via shear overload. The damages on the pushwire (kinked) and hypotube (stretched) show that high force was used. These damages likely occurred when the customer attempted to advance the pipeline flex device through the catheter against resistance. Possible resistance causes include a lack of continuous flush with heparinized saline during delivery. However, the cause of the resistance could not be determined. Since the phenom 27 catheter was not returned, any contribution of the catheter to the resistance could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the cause of the failure to open and damaged tip was not determined. The pipeline was not placed in a vessel bend when it failed to open. It was placed in the straight section of the blood vessel. There were no additional step or other devices attempted to open the pipeline.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline tip end was difficult to open, and its tip end was abnormal under "dsa". The tip was found to be damaged after removed it from the body. The surgery was completed by replacing it with a new pipeline. There were no symptoms. Dapt (dual antiplatelet treatment) was administered, pru level was noted as "conventional dual antiplatelet treatment 7 days". The pipeline was used for an indication that is on label. The pipeline and any accessory devices were prepared as indicated in the IFU. The patient was being treated for a c5 saccular, unruptured aneurysm. The max diameter was 8mm and the neck diameter was 6mm. The landing zone was 4.3mm distally and 4.4mm proximally. Angiographic result post procedure showed c5 aneurysm. Vessel tortuosity was minimal. Ancillary devices included a phenom27 (lot 2272036546).